Event description:
It was reported that a patient recalled getting quick alarms that cleared once they moved. The alarms occurred on battery and while attached to the mobile power unit (mpu). A controller exchange was pending for a possible short in the power cable. Log files were sent to evaluate these low voltage alarms, and the event log confirmed the reported low power advisory on the white power cable on (B)(6).2024. The white power cable may have had a poor connection between the battery and battery clip. The event log also captured power cable disconnect while connected on mpu on (B)(6).2024. Additional information confirmed a system controller exchange occurred, and the exchange resolved the alarms. The product will not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section g2: report source corrected. Manufacturer's investigation conclusion: the investigation confirmed the reported irregular intermittent power cable disconnect and low voltage advisory alarms via log file analysis. The log file contained multiple low voltage advisories and power cable disconnect alarms while the system was connected to external batteries. The power cable disconnect alarms were triggered by the rsoc value (~0v) on the white power cable fluctuating below the alarm threshold. Routine power cable disconnects occur within the file, but the file contains power cable disconnect and low voltage advisory alarms despite the white power cable bus voltage being maintained when the alarms occur. The low voltage advisories indicate the same issue as the irregular power cable disconnect alarms to a lesser extreme for the irregular relative state of charge the value (~1.5v). The power cable disconnect and low voltage advisory alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. Additional information states the intermittent alarms resolved after the controller was exchanged. The controller would not be returned for further analysis. A root cause for the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on (B)(6)2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.